Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer's blood glucose levels were 300 mg/dl, 400 mg/dl and 600 mg/dl. The customer had not yet treated high blood glucose level. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.